Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention is anticipated.